Event description:
(B)(4). I had my 3rd baby and didn't want anymore. Got it done and found out 4 months later I was pregnant. Now I have a almost 6 week old baby. Now I have to get a partial hysto to get rid of them. I also feel sick all the time and have pain on the left side.